Event description:
It was reported that during set up for a hysterectomy procedure on (B)(6) 2010, it was noted that the air switch was broken off of the back of the motor drive unit. The case was completed with another device with no averse patient consequences.

Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.